Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mmol/l. 0300 and 0015 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite. Meter is operable.

Event description:
Customer reported the uom had changed on his unlocked freestyle flash meter after changing other settings on his device. There was no report of serious injury, death, or mistreatment associated with this event.